Event description:
The kingfisher splanker when extracting dna. This results in contamination of the other samples in the plate with positive controls that are being extracted. This results in false positive reporting for covid-19 result. There are also tip care issues with the machine specially with the alternate plantation that the manufacturer is selling.

Event description:
Additional information received for report mw5097305 to add an additional device, update serial number and to change procode. Reference report: mw5167161. Procode: lxg.